Event description:
It was reported that during a facial procedure (zygomatic fracture) with plate osteosynthesis, spark blew out of the core micro drill and slightly burned the osteosynthesis plate. Another osteosynthesis plate was required, but the same drill was used to complete the procedure. No adverse consequences were reported as a result of this event.

Manufacturer narrative:
The reported event could not be duplicated because the device had no power; however, corrosion damage was noted within the internal components of the device.